Manufacturer narrative:
Due to very limited information supplied it has not been possible to carry out a thorough investigation. Manufacturing review could not be completed due to no lot number being provided. During an update sent by the customer the following statement was made, " was the area cleaned and free of hair? No." This shows that the instructions included in the IFU and on the pouch were clearly not followed.

Event description:
It was reported that (B)(6) had a patient on (B)(6) 2023 that experienced a third degree burn during a rfa procedure in their surgery center. Patient name is unknown at this time. Rep do know that it was a male. Dr. (B)(6) was the physician. Affected area is approximately the size of a quarter on the thigh. Patient is being treated with antibiotics and the area was dressed. A phone follow up is scheduled tomorrow. Reported by susan maddox, asc director. Physician will keep rep updated on the patient status. Procedure was completed. Due to the patient requirement treatment to preclude impairment, nmt has determined this to be a reportable event.